Manufacturer narrative:
Investigation included user education and troubleshooting performed by support. Investigation of this case revealed the device functioned as expected after connector replacement and no alerts or alarms occurred. It was concluded that the event was related to a connector attachment difficulty that was resolved with replacement, with no patient harm.

Event description:
It was reported that the ilet connector could not be turned during a supply change, preventing attachment, and after removing supplies and the cartridge, replacing the connector resolved the issue and insulin therapy was resumed. Symptoms included no adverse clinical effects reported. Outcomes included no medical intervention or hospitalization.